Event description:
The patient was here for lead revision of right atrial (ra) lead. An insulation fracture of the ra lead was found. The old lead was removed and a new lead was placed. The patient tolerated the procedure well.